Event description:
Reporter reports back to back testing on meter to lab on a neonate while using the inform sys with results of 85mg/dl and 89mg/dl on the meter and 57mg/dl at the lab. Rptr reports controls were run and in range; no results were provided. A request was made for return of the suspect product and a replacement was sent.